Event description:
A dialysis facility reported that a home peritoneal dialysis patient was running out of solution by the last fill. The cycler data sheet showed that there were a couple of drain volumes that were higher than expected. The patient did not experience any symptoms. There was no serious injury or illness.